Manufacturer narrative:
Telephone number: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Device evaluation: the complaint lens was received cut in half which is consistent with a lens that was handled during explant. The lens was cleaned and no defects including those that could contribute to visual issues were observed. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue (sub-optimal results) was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) exchange was performed due to unexpected visual acuity results at the postoperative examination. There was no patient injury reported. No further information was provided.